Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2025 to (B)(6) 2025 and the default timestamp of (B)(6) 2000. A complete system shutdown due to full battery depletion was captured on (B)(6) 2025. Prior to and after the observed pump stop, the device appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including neurological events (not stroke related), stroke, and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio values, as well as suggested anticoagulation modifications. Section 6 of the IFU also lists neurologic dysfunction as a potential late postimplant complication. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that was found in an altered mental status by a family member. The patient was last known well three days prior to the event and 911 was called immediately. The patient was taken to the emergency department (ed) where it was found that the patient's left ventricular assist device (lvad) was off with dead batteries. The ed physician changed the batteries prior to calling the vad team and the pump restarted. The patient was found to be positive for cocaine in the ed and was ongoing respiratory distress with subsequent intubation in ed. The patient was transferred to the congestive cardiac unit and computed tomography (CT) of the head showed indeterminate hypodensity in the left parietal lobe. Upon initial interrogation, it appeared that the pump was off on (B)(6) 2025 at 10:11am with no flow, no speed, and very limited power. The emergency backup battery (ebb) then died. The system controller clock was reset in clinic, and the pump was restarted sometime between 12pm and 1:30 pm on (B)(6) 2025 based on called from the ed department. Log files were submitted for further review and captured system controller clock corrupt events on (B)(6) 2025. It was noted that low power alarms occurred as intended but were not responded to. The ebb operated as intended once the 14 volt batteries were drained. A total loss of power occurred on (B)(6) 2025 at 10:11:16 which led to the pump stop. The amount of time the pump was off cannot be determined because the system controller¿s clock was not operating. Once power was restored the pump returned to operating at the set speed.

Manufacturer narrative:
A4 - patient weight not yet provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.